Manufacturer narrative:
Investigation into the table side control unit revealed: (1) a fragment of a broken joystick. This particle is assumed to have been caught in the joystick switchbox causing the joystick to be stuck in the caudal position. Upon use of the trigger switch, the c-arm kept moving caudally in the pa position. (2) to cause such damage to the joystick, it must have sustained a severe impact. Mere pressure by the human hand, even after long term usage is not likely to cause such damage. (3) traces of super glue were found, likely to have been used to fix the damaged joystick in the past. It is assumed therefore that the joystick was damaged in the past, possibly as a result of the device having been dropped or hit by an object. After such an event, the joystick could still be operated for some time. When the joystick crack worsened, this was fixed with super glue. (Confirmed not to have been done by a toshiba engineer). It is therefore concluded that this attempt to repair eventually led to the event. The part was replaced. Please note that during an internal audit of the manufacturer this even was deemed to be reportable to FDA, and is being submitted at this time.

Event description:
The (B)(4) (c-arm) became erratic. Once in the pa caudal position, the c-arm began functioning abnormally. As the operator tried to move the c-arm from the pa caudal position, the c-arm moved more caudal. The operator tried to move the table down in height to reduce the likelihood of colliding with the patient, but this also caused the c-arm to move more caudal. The operator then tried to increase the height of the fpt, and again the c-arm kept moving caudally upon activation of the start trigger. Eventually the fpd touched the patient and it was at this point it was decided to remove the patient and transfer them to another lab to continue with the procedure. The operator attempted to reboot the system to rectify the situation and this was not successful. The patient as far as the operator was aware was not hurt.